Event description:
Customer reported getting inaccurate low readings from their freestyle meter. Comparison tests were performed with the lab and freestyle meter. The lab result was 116 mg/dl and the freestyle result was 87 mg/dl. The reported freestyle and lab comparison results differ by more than 20% and indicate a clinically significant inaccuracy and therefore, meets the MFR's definition of a malfunction.